Event description:
According to the reporter during a laparoscopic lower anterior resection, there was poor staple formation, the staple line was incompletely distally and the tissue was held in jaws. Another device was used in order to complete the case. The staple line was fixed by replacing another. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.